Event description:
This complaint was received by (B)(4) on (B)(6) 2011 from (B)(6) for product endotracheal tube size 8.0 mm. Customer complaining: "loss of cuff pressure (leak)".

Manufacturer narrative:
Based on available information, medical determination is that this is a serious malfunction. A leaking endotracheal/ tracheostomy tube cuff exposes the patient to the risk of aspiration of gastric contents and a reduction in ventilation pressure. Complaint confirmed. Malfunction of the product was due to leak at the balloon cuff caused by sharp pointed object. (B)(4). Note: the actual date of event is unknown, so the date used was the date we became aware.